Event description:
While removing a drain from a female pt following a "colposuspension", the drain broke. Approx 17 cms of drain remained in the pt. The retained portion was retrieved without surgical intervention. This event did not result in any adverse consequence to the pt.